Event description:
It was reported that: while the device was ventilating a patient, the therapist was nearby and observed that the device went blank. The therapist powered the device off and then on, and the device was observed to function normally. A few moments later, the reported condition was observed to recur. The patient was transferred to another device. No patient injury.

Manufacturer narrative:
Drager service representative performed an evaluation of the device. The reported symptom was reproduced and a power supply and cpu pcb were replaced. The device was functionally tested and performed normally. The power supply and cpu pcb were returned for evaluation. Functional testing was performed and the reported symptom could not be reproduced.